Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t3-l5. Approximately 5 years post-op it was found that a rod had fractured. The patient underwent a surgical procedure to remove the hardware. During removal it was found that the hardware had a galvanic response.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 75645045, # 75645535, # 75645540, # 75645545, # 75646535, # 75646540, # 75646545, # 75646550, # 75647540, # 75647550, # 75648545, # 75648550, # 8105545 and # 75647545. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The suspect devices in use are lot # w04l2671, #w04k1949, #h08b0772, # h07g4412, # h05k3685, # h09b2461, # h07d2485, # h09g0017, # w05e5127, # h07c1590, # h09e5688, # h07k6944, # w05m3752, # 0048296w, # h06l5240, # h07f3605, # h06l5240, and # h07f3605. Microscopic and sem examination of the set screws, mas, crosslinks and rods revealed a significant amount of pitting present on the set screws where they interface with the mas threads, as well as at the base of the set screw where it interfaces with the rod. The pitting/corroded locations are component interface points, specifically the mas head u-channel, the set screw threads, and the set screw bottom face and the spinal rod. The corroded areas seen under microscopic and sem examination appeared to have a striated granular appearance with cubical voids. These voids are indicative of chemical attack. The pitting seen at these construct interface points, when assembled, would provide crevices which can promote in vivo corrosion. Only the set screws were examined under high magnification via sem, due to sem chamber size constraints. Sem microscopy identified cuboidal pitting /voids seen on multiple set screw rod interface surfaces; samples appear consistent in location and corroded surface morphology to crevice corrosion. Microscopic examination of mas heads and rod surfaces identified crystallographic pitting in the rod saddle / mas head, consistent in location and surface morphology with crevice corrosion. Stainless steel corrosion resistance is obtained from a passive film which forms in an oxygen rich environment; the presence of large amounts of biological material may have generated an oxygen deficient region, resulting anodic cell development, which would result in the loss of the passive film and eventual corrosion of the material. Additionally, micro-motion of the components may have also contributed by mechanically removing the passive film formed on the stainless steel. The nature, location, and corroded surface morphology of the returned implants are consistent with anticipated in-vivo wear due to crevice corrosion.